Event description:
An alarm issue was reported with the freestyle libre 2 reader. Customer experienced weakness and obtained a glucose reading of 54 mg/dl. Customer noted the low glucose alarms did not sound and as a result, she was not alerted to changes in glucose levels. Customer was unable to self-treat and received "resucrage solution" by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. Customer experienced weakness and obtained a glucose reading of 54 mg/dl. Customer noted the low glucose alarms did not sound and as a result, she was not alerted to changes in glucose levels. Customer was unable to self-treat and received "resurge solution" by third-party. There was no report of death or permanent injury associated with this event.